Event description:
It was reported that after the device was implanted, the device exhibited no output as the vf was not terminated during induction testing. The stored episode showed low hv lead impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.